Manufacturer narrative:
(B)(4). Implant in (B)(6) 2013. Explant in (B)(6) 2017. Additional concomitant medical products: persona posterior stabilized articular surface, catalog#: 42522401012, lot#: 62380419; persona stemmed tibial tray, catalog#: 42532007902, lot#: 62377750; persona standard femoral component, catalog#: 42500606802, lot#: 62394026. Reported event was unable to be confirmed due to limited information received from the customer. Per package insert, loosening, pain and swelling are some of the adverse effects of the tka procedure. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after a knee arthroplasty the patient was revised to address pain, swelling, clicking noise, and loosening approximately 4 years post-implantation. Attempts have been made and no further information has been provided.